Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. In one occurrence, it was reported that the customer's blood glucose (bg) level was 250 (mg/dl), which was addressed with a correction bolus. The customer was able to load a new cartridge successfully and will continue to use the pump for continued insulin therapy. In addition, it was confirmed that the customer has manual injections as alternate insulin therapy.